Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became frozen while the customer was changing the cartridge and the customer was unable to clear it. During troubleshooting with tandem technical support the pump was able to be cleared, and then became frozen again. Customer's blood glucose level was not impacted. Reportedly, customer has back up manual injections for continued insulin therapy.